Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the dentist can provide information to show the gums deteriorated over the year the aligners were used. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.